Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they delivered seven shocks to a patient. The event summary showed "no shock delivered" messages. The involved patient died. The relationship between the device behavior and the patient outcome is not yet known.